Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s caregiver accidentally entered two consecutive ¿more than meal¿ announcements for one meal while using the ilet system, after which the user¿s blood glucose was approximately 120 mg/dl and a fingerstick was being performed to verify; the event reflected an incorrect use procedure involving the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Caregiver was advised to monitor glucose and treat per ilet guidance if alerted for low glucose.